Manufacturer narrative:
Investigation summary: investigation into this event determined that the patient was known to be ahcv positive. Subsequent retesting on the original sample, as well as a new sample, yielded positive results. Qc results were within expected ranges. Datalogger analysis did not identify any condition codes associated with the sample in question. A site visit by a field engineer did not reveal any instrument issues. Although, the customer reported experiencing centrifuge problems at the time, the sample in question was processed, the result observed was the opposite of what would be expected based on failure to separate samples from all cellular material. The investigation was unable to determine the root cause of the false negative ahcv results.

Event description:
A customer observed false negative ahcv results on a patient sample. The results were reported to the physician, who questioned them. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.